Event description:
Terumo medical corporation received the following reported information: hours after placement of the tr band in post op, the tr band balloon had an air leak and would not remain inflated. The tech that initially put the band on had an issue that was resolved with more air; however, the balloons were able to be inflated by the hcp. Some bleeding occurred. The device was not manipulated before use in any way. Product was stored no differently from all other products of the same kind. The device was used for hemostasis. The access was a glidesheath and the closure was the band. No other items were used. The procedure was completed with a new band that was placed on the patient.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: supply chain operations. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.